Event description:
It was reported via medwatch 5104591 that removal difficulty and device detachment occurred. During a procedure involving a 300xm mailman guide wire, five stents were placed overlapping from the proximal through mid circumflex artery into the first obtuse marginal branch (om). Angiographic result was satisfactory but while trying to remove the mailman, significant resistance was encountered. A portion of the wire sheared off and was retained from the om3 into the proximal aorta. Multiple attempts were made to snare and remove the wire but they were unsuccessful.